Event description:
It was reported that approximately 8 years and 8 months following the implant of this transcatheter bioprosthetic valve, leaflet thickening, thrombus formation, and pannus formation were noted. Additionally, the valve frame appeared oval in shape. Per the physician, intervention will be required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 8 months following the implant of this transcatheter bioprosthetic valve, leaflet thickening, thrombus formation, and pannus formation were noted. Additionally, the valve frame appeared oval in shape. Per the physician, intervention will be required. Additional information was received that the final implant depth was 6.7 mm on the left coronary cusp (lcc) and 6.3 mm on the right coronary cusp (rcc). Thrombus was reported on all leaflets. The cause of the oval shape appearance was possibly due to expansion but not confirmed. The patient had low coronaries. The physician recommended treatment with implantation of a non-medtronic (edwards s3) transcatheter valve.